Event description:
Patient received recalls on medtronic pump and have been having irregular and inaccurate readings along with all 4 sensors not sticking and staying on properly the full 14 days that indicated. Patient called manufacturer to get replacements, and they only send 1 and he needs 4 replacements. Patient hasn't received replacements and keeps having to call state rep to try and get assistance. Pt: 4582. Device: 1535, 4012. Referenced reports: mw5188018, mw5188019, mw5188020.